Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump switched off and didn't turn back on despite loading. As a result, the patient could no longer give a bolus, and her pain was increasing. The staff had to replace the pump. The issue occurred during opioid treatment for pain control.